Event description:
It was reported that the patient presented at the clinic due to a fracture identified in the right ventricular (rv) lead. The rv lead was explanted, repaired, and subsequently re-implanted. Post-procedure, the rv lead demonstrated a high capture threshold, which was addressed through programming adjustments. The patient remained stable.